Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's father that the customer was receiving a no delivery alarm. Customer's father stated that he did not have the pump and that it was with his son at school. Customer's father will call back to troubleshoot. No additional information provided.